Event description:
During surgical sling procedure using laurus needle holder with disposable gortex suture, the needle was lost. Physician aware of needle location, did not remove. Post-op x-ray negative.